Manufacturer narrative:
Routine test confirmed that this device was installed by the customer in (B)(6) 2010 and that it had performed to specification up to n(B)(6) 2012. Investigation did not confirm the fault reported by the customer and during testing the device was shown repeatedly to have connected to saverevo. Furthermore the investigation found to fault with the device or any component within the device.

Event description:
No patient involved in this event. The end-user reported that the device would not connect to saverevo, which is software that enables data to be downloaded from the device.